Manufacturer narrative:
On 01/09/2016 a medtronic representative performed a navigation system check-out. Reported issue could not be replicated. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, their navigation system software became unresponsive approximately 30 minutes into the surgery. Re-booted the application and the system was fully functional. Delay to surgery approximately 30 minutes to troubleshoot. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The logs were reviewed, but provided no additional information regarding the cause of the initial complaint. However, this behavior is consistent with the existing test track for unexpected exits/unresponsive systems. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database..